Manufacturer narrative:
Manufacturer"s analysis conclusion: device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on (B)(6) 2015. The reported low voltage events associated with reduced voltage values can be confirmed via the review of the log files provided for analysis by technical services. The log files contained multiple low voltage events while the system controller was operated on battery power and when a power module via the 14-volt patient cable supported the system. Based on the log files analysis, the reduced voltage values appeared to be related to compromised conductor issues within the system controller and/or patient cable¿s power leads while operated on the power module. While operated on battery power, the reduced voltage values could also be a result of an inadequate connection between the battery clips and the batteries (the connectivity issue within the terminal contact group) and/or an electrical fault within the batteries that were connected to the power leads. However, a direct relationship could not be determined without an evaluation of the suspected components. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced shorter battery life than normal. The patient had low voltage alarms while on power module. Patient stated batteries are draining unevenly. Cosmetic damage was noted on both battery leads of the system controller. Rescue tape was applied to the system controller. The patient received new battery and battery clips. Log file analysis indicated the issues were due to conductor breakdown.